Manufacturer narrative:
Combination product: yes. The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned follow-up data from may 5th, 2025 was inspected. The data confirmed the activation of the eos battery status, which occurred on (B)(6) 2025. The data further documents an amount of 689 charging cycles with at least 16 shock deliveries. The last charging cycle took place on the date when eos was activated by the ICD. During the analysis of the available iegms, noise was observed in the right ventricular channel. This led to the large amount of charging cycles and shock deliveries. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ICD and the lead. Based on the available data it is reasonable to assume that the battery status eos was triggered due to the large amount of charging cycles and shock deliveries. These resulted from the detection of noise in the rv channel. The root cause of the noise was not conclusively determinable, however, the integrity of the lead cannot be ensured. Should the devices become available for analysis, this report will be updated.

Event description:
The analysis of the provided data revealed oversensing leading to shock deliveries. Device currently remains implanted. Should additional information be received, this file will be updated.